Manufacturer narrative:
Dc bead with doxorubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Liver abscess. Patient treated with dc-bead loaded with doxorubicin reported postembolization syndrome [post embolisation syndrome]. Increase in ast/alt and ggt [hepatic enzyme increased]. Elevated white blood cell count 3 to 4 days postprocedure [white blood cell count increased]. Case description: initial information received on 29-sep-2015: this literature medical device case was published in 2008 from malagari in the journal cardiovascular interventional radiology with the title: transarterial chemoembolization of unresectable hepatocellular carcinoma with drug eluting beads: results of an open-label study of 62 patients. It reported an open-label, single center, single arm, study with 62 patients (48 male and 14 female, mean age 68 years-old (46-81)) affected by unresectable hepatocellular carcinoma (hcc). The patient (unspecified age and gender) presented a medical history of cirrhosis due to controlled hepatitis infection. The patient presented a single lesion. The patient underwent repeated dc bead embolizations at 3-month intervals during the study period (3 sessions were scheduled during the study). The procedure was performed with local analgesia, antibiotic prophylaxis (cephalosporin and metronidazole) and antiemetic drugs. Prior to each embolization, the patient underwent angiography of the hepatic and mesenteric artery to demonstrate liver arterial anatomy and the feeding vessels of the tumor and to check for apparent venous shunt. On an unspecified date, the patient was treated with dc bead loaded with 150mg of doxorubicin (concentration of 37.5 mg/ml bead suspension: maximum dose per patient 150mg). A loaded dc bead was mixed with an equal volume of nonionic contrast medium prior to delivery. Two different sizes of dc bead were used 100-300 microm and 300-500 microm in that order. The injection of loaded beads was performed into the feeding vessels using a 2.7-fr microcatheter. After dc bead treatment (unspecified date and time), the patient presented post-embolization syndrome (including pain fever nausea and vomiting), hepatic enzyme increased ( ast/alt and ggt increase after first embolization and then showed a continued decreasing trend after second and third embolization). Three to four days post procedure, the patient presented also an elevated white blood cell count (wbc). On an unspecified date and time after the procedure, the patient developed liver abscess and was treated conservatively. The author considered the liver abscess severe and clearly related to the procedure. Post-embolization syndrome and hepatic enzymes increased resolved on an unspecified date. The outcome of the liver abscess and elevated wbc was not reported. Laboratory data were provided and were reported in the dedicated section. Case comment: liver abscess, post-embolization syndrome, hepatic enzymes increased and white blood cell count increase are considered unlisted as per dc bead instructions for use. The authors assessed the events (liver abscess, post-embolization syndrome, hepatic enzymes increased and white blood cell count) as related to the treatment. The company considered also the events experienced by the patients as related to the product, as its role cannot be excluded. The authors did not report any seriousness criteria but upon review, the company assessed the event liver abscess as serious (medically significant). This literature case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4).

Manufacturer narrative:
Dc bead with doxorubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Liver abscess [liver abscess]. Patient treated with dc-bead loaded with doxorubicin reported postembolization syndrome [post embolisation syndrome]. Increase in ast/alt and ggt [hepatic enzyme increased]. Elevated white blood cell count 3 to 4 days postprocedure [white blood cell count increased]. Case description: initial information received on (B)(6) 2015: this literature medical device case was published in 2008 from malagari in the journal cardiovascular interventional radiology with the title: transarterial chemoembolization of unresectable hepatocellular carcinoma with drug eluting beads: results of an open-label study of 62 patients. It reported an open-label, single center, single arm, study with 62 patients (48 male and 14 female, mean age 68 years-old (46-81)affected by unresectable hepatocellular carcinoma (hcc). The patient (unspecified age and gender) presented a medical history of cirrhosis due to controlled hepatitis infection. The patient presented a single lesion. The patient underwent repeated dc bead embolizations at 3-month intervals during the study period (3 sessions were scheduled during the study). The procedure was performed with local analgesia, antibiotic prophylaxis (cephalosporin and metronidazole) antiemetic drugs. Prior to each embolization, the patient underwent angiography of the hepatic and mesenteric artery to demonstliver arterial anatomy and the feeding vessels of the tumor and to check for apparent venous shunt. On an unspecified date, the patient was treated with dc bead loaded with 150mg of doxorubicin (concentration of 37.5 mg/ml bead suspension: maximum dose per patient 150mg). A loaded dc bead was mixed with an equal volume of nonionic contrast medium prior to delivery. Two different sizes of dc bead were used 100-300 microm and 300-500 microm in that order. The injection of loaded beads was performed into the feeding vessels using a 2.7-fr microcatheter. After dc bead treatment (unspecified date and time), the patient presented postembolization syndrome (including pain fever nau and vomiting), hepatic enzyme increased ( ast/alt and ggt increase after first embolization and then showed a continued decreasing trend after second and third embolization). Three to four days post procedure, the patient presented also an elevated white blood cell count (wbc). On an unspecified date and time after the procedure, the patient developed liver abscess and was treated conservatively. The author considered the liver abscess severe and clearly related to the procedure. Post-embolization syndrome and hepatic enzymes increased resolved on an unspecified date. The outcome of the liver abscess and elevated wbc was not reported. Laboratory data were provided and were reported in the dedicated section. Case comment: liver abscess, post-embolization syndrome, hepatic enzymes increased and white blood cell count increase are considered unlisted as per dc bead instructions for use. The authors assessed the events (liver abscess, post-embolization syndrome, hepatic enzymes increased and white blood cell count) as related to the treatment. The company considered also the events experienced by the patients as related to the producas its role cannot be excluded. The authors did not report any seriousness criteria but upon review, the company assessed the eliver abscess as serious (medically significant). This literature case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4). Final assessment received on 21-jan-2016: the company considers the events of liver abscess, post embolization syndrome, hepatic enzymes increased, and white blood cell count increased as related to the dc bead. No additional information anticipated. This report is considered final. The case is closed. This case was linked to (B)(4) that was considered a duplicate and therefore case (B)(4) will be deleted.